Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 700mg/dl to 800mg/dl. The customer was still in the hospital during the call. The customer's blood glucose at the time of the call was 291mg/dl and stated that they treated with bolusing and manual injections. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with high blood glucose. The customer stated that the drive support cap appeared normal, no leaks or air bubbles. The customer could not continue troubleshooting due to unresponsive keypad and insulin pump was not able to go to rewind. The insulin pump will not be returned for analysis.